Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 344 mg/dl, 127 mg/dl, 333 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated she had eaten candy prior to obtaining the readings because she had blurry vision. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.